Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the electrode was observed to have been returned in two segments, severed 6.7 cm from the terminal end. Electrode resistance testing measured normal indicating the conductors are intact. Analysis was unable to confirm the allegation made against the electrode in the field.

Event description:
It was reported that this patient was able to feel their newly implanted electrode in their chest. Surgical intervention was performed and the electrode was repositioned and remains in service. No additional adverse patient effects were reported. Additional information provided from the field indicated additional surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was able to feel their newly implanted electrode in their chest. Surgical intervention was performed and the electrode was repositioned and remains in service. No additional adverse patient effects were reported. Additional information provided from the field indicated additional surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this patient was able to feel their newly implanted electrode in their chest. Surgical intervention was performed and the electrode was repositioned and remains in service. No additional adverse patient effects were reported.